Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus and the cursor did not allign on the screen and calibration did not resolve the issue. The bezel shield assembly was replaced and the software was reloaded and updated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The programmer was returned to service. There was no patient involvement.